Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact the customer¿s blood glucose. Customer reverted to an alternate method of insulin therapy.